Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: e1 facility name. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: no information provided. Clinical adverse event received for nonunion: device and procedure (relatedness): relatedness to device: probable. Relatedness to procedure: yes. Date of event: 2024-03-14. Date of implant: (B)(6) 2023. Date of revision: no information provided. Device location: left. Treatment/impact: hospitalization and implant removal on (B)(6) 2024. Depuy synthes products used: catalog number: 04.004.449sab. Lot number: no information provided. Component type: nail. Description:expert tibianagel protect 10 db l345 ta. Catalog number: no information provided. Lot number: no information provided. Component type: distal interlocking screws. Description: no information provided. Catalog number: no information provided. Lot number: no information provided. Component type: proximal interlocking screws. Description: no information provided.